Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient presented with an incision site infection and purulent drainage and was diagnosed with a deep incisional infection. Treatment included wound wash out and explant of the rns system (neurostimulator and two depth leads). Oral and IV antibiotics were administered (cefepime, vancomycin, and linezolid). It was anticipated that a 14-day course of IV antibiotics would be commenced (day 1 - source control date was (B)(6)).